Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised after "patient complains of pain, swelling, and noise in knee". An office visit from (B)(6) 2019 states "...I think the more likely explanation is deformation or breakage of one or more of the plastic components in the left knee...". A 5x9 cr insert and metal-backed patella were revised. Rep provided an operative report, patient vitals, pre-revision x-rays, implant records, and explant pictures and reported that no further information is available.